Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with a major infection. A blood culture was done to rule out left ventricular assist device infection, and there was no growth. The patient's c-reactive protein (crp) was elevated at 3.77mg/dl. The patient was given oral and parenteral antibiotics, and the infection resolved on (B)(6) 2021.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had a crp elevation on (B)(6) 2021. On (B)(6) 2021, the patient had a mild fever of 37c. The patient's crp was 6.1mg/dl on (B)(6) 2021, and a blood culture showed no growth. The patient's crp was at 3.77mg/dl on (B)(6) 2021 and they were administered IV antibiotics of piperacillin and tazobactam. The patient was administered amoxicillin and discharged on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.